Manufacturer narrative:
The synchroseal instrument was received and failure analysis found the instrument to have the grey plastic washers on the top and bottom of the rivets that secure the jaw cover are missing. Both grey plastic washers were not returned with the instrument. The metal rivet was still in place. In addition, the jaw cover had a crack measuring approximately 3mm in size at the distal end. A review of images provided by the customer show the synchroseal instrument at different moments of intraoperative use. In the images, the synchroseal instrument washer appears displaced or separated from the instrument. Based on the images, it is not possible to determine the location of the washer in the surgical field or the cause of the instrument damage.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy procedure, it was discovered that the fastener (washer) at the tip of the synchroseal instrument had come loose. The surgery was temporarily suspended to search for the detached part, despite searching inside the cannula seal and within the body cavity, it could not be found. A CT scan was performed after the temporary wound closure, but it was not found. Since it could not be found, the surgery was resumed and completed robotically. No additional surgical procedure was required to look for the fragment. A new synchroseal instrument was opened to compare the difference with the defective product. The new synchroseal instrument was not used in the patient. The patient has not returned to the hospital due to any post-surgical complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Device evaluation: additional evaluation of the synchroseal instrument found the instrument to have the grey plastic washers on the top and bottom of the rivets that secure the jaw cover dislodged. Both grey plastic washers were not returned with the instrument. The metal rivet was found to be deformed, indicating that it had been subjected to excessive force, likely causing the grey plastic washers to come loose.